Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was more than 450 mg/dl to 600 mg/dl. Customer stated they received insulin flow block alarm. Customer was reporting a past event. Customer reported event was resolved by changing complete set. Incident. Customer stated they experienced vomiting and tiredness. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with flex pen. Customer does not alleged insulin pump was under delivering. . Customer stated the drive support cap appeared normal. The insulin pump will not be returned for analysis.